Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed dried drug, blood, or foreign material occlusion in the fluid path. Analysis determined that there was an occlusion in the catheter access port (cap) which is consistent with dried drug, blood, or foreign material. As per the pump¿s log, bupivacaine with concentration 27.0 mg/ml was being administered via a simple continuous dose rate of 9.193 mg/day as of (B)(6) 2017. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 27.0 mg/ml bupivacaine at a dose of 9.007 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the hcp took on a patient from another provider. The hcp mentioned that the previous hcp said the pump was not working and recommended replacing it. A note in the patient¿s medical record said the pump wasn¿t working and recommended replacing it. The old hcp performed a dye study and no issues were found. A roller study was performed, which showed the rollers were turning. It was unknown when the procedures were performed. The current hcp believed the pump was working fine and did not want to perform another dye. The hcp asked the representative if a motor stall would always be displayed in the event logs if one had occurred. The insurance wanted another dye study performed, but the representative was not sure if the hcp was going to be performing one. Additional information was received from a consumer. The patient needed to know if the pump was still pumping medication if the battery is working, but the pump was not. The patient reported a volume discrepancy. The patient stated when she went in for a fill the hcp removed 37-39 cc from the pump. There were no discrepancies noted on past refills. The medication was put back in, but the patient was not sure if they did a refill or put in some or all of what they took out. A dye study showed the catheter was fine, but that the pump was dead. The patient was told that there were no moving parts working in the pump. The patient went to see their new hcp and there was 18.5 cc in the pump. The patient reported a return in pain and an increase in pain. The patient was last filled on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative and healthcare provider (hcp). It was reported that when 37-39 cc were removed, the manufacturing representative did not believe this was a refill. They believed this was a new patient consult. However, the hcp noted that this seemed to be a device issue. The manufacturing representative did not know if the pump was or was not working. The cause of the pump not working/pump being dead was unknown. No further actions had been taken at this time. The hcp noted that the pump would need to be replaced. To the manufacturing representative¿s knowledge, there was no resolution of the matter yet.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-15. The patient¿s pump was replaced on (B)(6) 2017 because the statement by the healthcare provider (hcp) that the pump was defective. There was no confirmed issue, but since the hcp had said it was defective, the patient¿s insurance told them they needed to have the pump replaced. The device was returned to the manufacturer for analysis 2017-mar-21. Additional information was received from the healthcare provider, it was reported the patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated.